Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-05424. It was reported that the patent's system diagnostics recorded high impedances on the leads. Surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.